Manufacturer narrative:
During the inspection of the table (sn (B)(6)), a sales representative from the dealer performed a functional test. The symptom could not be reproduced. The table functioned as intended. The main lift maintained its height in any position and did not lower on its own. No components on the operating table were replaced. No further reports of the table lowering again were received. The main lift cylinder is responsible for the table's holding function. Contaminants in the hydraulic system may have prevented the check valve, coupler, or control piston from closing properly. Oil may have flowed back into the tank, and the table's stroke lowered on its own due to the weight of the tabletop. A modification to the hydraulic system was made and implemented in october 2025. The hydraulic system installed here was built prior to the modification date. The error can be corrected by replacing the hydraulic cylinder.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that pst 500 table lowered by itself. No harm or significant impact to the surgical procedure was reported.